Manufacturer narrative:
Corrected section: d2b. Device product code.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the nail not lengthening properly. Distraction was attempted with a different electronic remote controller (erc) but it was unsuccessful.